Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed a small cosmetic crack of the adjustable pressure limit (apl) valve that did not affect function. The customer declined gehc replacment and continues to use the unit without issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2013. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported a malfunction resulting in the loss of manual ventilation. There was no report of patient involvement.